Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a transfer set - 500ml in which a leak was observed in the bag. The report stated that it contained cyclophosphamide 4000 mg in 200 ml 0.9% normal saline. It is unknown when the alleged defect was observed. There are no reports of patient involvement, patient injury or adverse events associated with this report. No additional information is available.